Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system and coolsculpting elite system. The left flank and right flank were treated with cooladvantage, coolcurve plus, curve petite on (B)(6) 2023, the right flank was treated with coolsculpting elite system curve 135 (c135) applicators on (B)(6) 2023, and the left flank was treated with coolsculpting elite system curve 150 (c150) applicators on (B)(6) 2023. The patient was diagnosed by provider medical with paradoxical hyperplasia (ph) to the flanks on (B)(6) 2025.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Devices: serial number: (B)(6) [manufactured:23-feb-2023] catalog number: sa16789. UDI number: (B)(4) (B)(6)(B)(6). Serial number: (B)(6) [manufactured: 23-feb-2023] catalog number: sa16789. UDI number: (B)(4) (B)(6)(B) (4).